Event description:
Loaner staff of stryker japan noticed the breakage of the insert trial after it was returned from the hospital, but the hospital did not use the product in the surgery and workshop. So, we could not specify when the insert was broken.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been (B)(4) other events reported for the reported manufacturing lot a visual inspection confirmed the reported event. Gouging was noted around the locking wire and the distal locking fin was fractured. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital, but the hospital did not use the product in the surgery and workshop. So,we could not specify when the insert was broken.